Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely external force was applied creating chipping of the adhesive at the distal end. This issue is addressed in the instructions for use (IFU): "·important information ¿ please read before use do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.".

Manufacturer narrative:
The device referenced in this report was returned to olympus for physical evaluation. The investigation is ongoing. Physical evaluation of the returned device reveals the following: the um connector is not attached, therefore leak test can not be performed. Um image was not detectable due to multiple broken elements. The forceps cover glue was peeling. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while preparing a is exera ii ultrasound gastrovideoscope for use, someone tripped over the device and the u-connector was completely broken off with wires hanging out. There was no patient contact/impact.